Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigator's visually inspected and attached cassette onto the device and it displayed "cassette not attached properly" alarm. The customer's stated problem was verified. Inspected the pump and attached cassette onto the device, attempted to run the pump and the it displayed "cassette not attached properly" alarm. Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. The pump faulty downstream occlusion sensor will be replaced to correct the reported problem.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not read the cassette. No patient was involved in this event and no adverse effects were reported.